Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had occlusion issues. A review of the pump history showed that there were no associated alarms. The patient also stated that they are citing occlusions in the tubing, delayed insulin response, and high blood glucose (bg) levels (value not provided). There is no additional information at this time. This report is being made due to the occlusion issue.

Manufacturer narrative:
(B)(4). The initial report incorrectly identified that animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release and that the serial number had been identified as (B)(4). The correct information is that animas did not conduct a review of the device history record for this pump and did not confirm that it was operating within required specifications at the time of release. The correct serial number for the pump that was investigated by product analysis is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: during investigation, a review of the pump¿s black box showed no activity outside of normal use. The total daily dose correctly reflected the programmed basal target. The pump powered on and displayed verify screen. The pump was primed and exercised for 24 hours with no occlusion alarm or any interruption occurring during the course of the duration test. The force sensor calibration was within specifications. A 29 hour flow accuracy test was performed successfully and the pump was found to deliver as required. An occlusion alarm was simulated by clamping off the tubing; the pump gave the appropriate audible and visible alert. The occlusion issue was not duplicated during the investigation and there was no defect found.